Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a bone cut (dto) was performed using phito plates and asnis screw on (B)(6) 2025. However, flange lifting was observed postoperatively, necessitating a second surgery. Revision surgery was performed on (B)(6) 2026. Inserted asnis screw was removed and 3 new asnis screws were inserted for fixation."

Event description:
As reported: "a bone cut (dto) was performed using phito plates and asnis screw on (B)(6) 2025. However flange lifting was observed postoperatively, necessitating a second surgery. Revision surgery was performed on january 13, 2026. Inserted asnis screw was removed and 3 new asnis screws were inserted for fixation."

Manufacturer narrative:
The reported event could be confirmed based on the provided documentation. The provided x-rays and information were forwarded to medical affairs, with the following review: "the contributing factors might be too much force on the osteotomy and tuberositas tibiae area, which one screw could not hold. The movement of the screw, where there is the darker area around it, indicates the loosening. Overall, the exact root cause cannot be defined. Implant loosening is, in general, multifactorial. The location and pattern of the fracture/osteotomy, biology, and the technical aspects of the surgical procedure have contributed to the event. Furthermore, patient activity levels post-op may also have contributed to an inadequate load distribution and, therefore, the loosening of the implants." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a combination of user and patient condition related issue. If more information is provided, the case will be reassessed.